Event description:
It was reported that during a surgical procedure conducted at the healthcare facility the intellect cranial navigation software was showing inaccurate, anteriorly. No impact to the patient, medical interventions, or adverse consequences were reported. A delay of an unspecified amount of time was reported with the event.

Manufacturer narrative:
The reported event was unable to be confirmed as the patient folder and log files were not returned for evaluation.

Event description:
It was reported that during a surgical procedure conducted at the healthcare facility the intellect cranial navigation software was showing inaccurate, anteriorly. No impact to the patient, medical interventions, or adverse consequences were reported. A delay of an unspecified amount of time was reported with the event.